Event description:
It was reported that the health care professional (hcp) requested review of the presenting subcutaneous electrocardiogram and a previous episode. This patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in a bigeminal rhythm. One of the double detection algorithms of this s-ICD was being discarded every other beat which is the ectopic one. Upon review of the stored episode, multifocal premature ventricular contractions (pvc) were observed. Some t wave oversensing, post large pvc was observed, in addition to some undersensing of small pvcs. The smart pass feature of this s-ICD had been disabled in which technical services (ts) recommended turning this back on. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.